Event description:
It was reported that after a stapled trans rectal resection procedure, the patient had a hemorrhage. The patient underwent another surgical procedure. Patient's conditions are still to be evaluated. Additional information has been requested. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.